Manufacturer narrative:
The insulin pump was received with intermittent motor error alarms during rewind due to motor oil on motor home switch noted, also with intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump passed displacement test and the motor was tested outside of the device and passed. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer received motor error during troubleshoot. The customer states they cannot clear the alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.